Event description:
It was reported that the user was temporarily unable to view dexcom g7 continuous glucose monitor (cgm) glucose readings on the ilet pump, with three horizontal lines displayed, during which the agent initiated troubleshooting and the user then reported glucose values and disconnected; the associated context included dexcom g7 signal loss with the responsible device not identified and an intermittent communication interruption. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of the information provided by the user or third party. Investigation of this case revealed no device problem found despite the reported intermittent communication failure and potential involvement of the antenna or related electrical/magnetic components. It was concluded, based on previously established findings for similar reports, that the cause was a transient bluetooth interruption resolved without intervention.

Manufacturer narrative:
Initial.